Manufacturer narrative:
(B)(4). Concomitant medical products:¿ partial tibial cemented size d left medial; item# 42538000401; lot# 65066289; partial femur cemented size 4 left media; item# 42558000401; lot# 65286540; partial articular surface left medial size d 12 mm thickness; item# 42518200412; lot# 64730371. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left hemiarthroplasty. Approximately 2 months post implantation, the patient was revised due to pain, difficulty ambulating, and loosening. During the revision, periprosthetic fracture to the tibia was noted. All components were replaced with conversion to total knee replacement without complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record could not be reviewed has the item/lot number was not provided. Review of medical record says that during the revision, component was noted to have collapse into varus and there was essentially a fracture of the tibial metaphysis about 1cm below the bottom portion of the component. A new cement has been applied to fix the new prothesis. No complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.